Event description:
It was reported that there was t-wave oversensing (twos). The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 5076-52, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).